Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a pump containing water. There was no patient involvement. It was reported that the pump was in shelf state with pending motor stall alarms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved and the pump was returned for analysis. No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.